Event description:
It was reported that the 4 silicone catheter balloons only filled on one side. The balloon failed to fill on both the sides, because of this issue the patient had damage to the bladder wall. The type of procedure was urine drainage. The ibc asked whether medical intervention was required. Also asked whether the balloon was actually filled with 10ml instead of 5ml. Per follow up 1 via ibc on (B)(6) 2020, the balloon first got filled with 10ml and then 3ml got sucked out again. The patient was in pain but the health professional would not take this seriously, until they took the catheter out of the patient and filled the balloon with air. The balloon had a really weird shape. They have made an appointment with the urologist who looked with a camera and saw the damage to the bladder wall. There was no cure for this, so the urologist asked to see the patient again after 6 weeks. Meanwhile, this had happened and the patient¿s bladder wall was cured. It was unknown how the patient's bladder wall was cured.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the catheter was inflated and balloon concentricity was observed to be 10:90. This does not meet the specification "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." A potential root cause for this failure could be "balloon molding". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the 4 silicone catheter balloons only filled on one side. The balloon failed to fill on both the sides, because of this issue the patient had damage to the bladder wall. The type of procedure was urine drainage. The ibc asked whether medical intervention was required. Also asked whether the balloon was actually filled with 10ml instead of 5ml. Per follow up 1 via ibc on (B)(6) 2020, the balloon first gets filled with 10ml and then 3ml gets sucked out again. The patient was in pain, but the health professional would not take this seriously, until they took the catheter out of the patient and filled the balloon with air. The balloon had a really weird shape. They have made an appointment with the urologist who looked with a camera and saw the damage to the bladder wall. There was no cure for this, so the urologist asked to see the patient again after 6 weeks. Meanwhile, this had happened and the patient¿s bladder wall was cured. It was unknown how the patient's bladder wall was cured. Per notification received on 29oct2020, unknown medical or surgical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the 4 silicone catheter balloons only filled on one side. The balloon failed to fill on both the sides, because of this issue the patient had damage to the bladder wall. The type of procedure was urine drainage. The ibc asked whether medical intervention was required. Also asked whether the balloon was actually filled with 10ml instead of 5ml. Per follow up 1 via ibc on 15oct2020, the balloon first gets filled with 10ml and then 3ml gets sucked out again. The patient was in pain, but the health professional would not take this seriously, until they took the catheter out of the patient and filled the balloon with air. The balloon had a really weird shape. They have made an appointment with the urologist who looked with a camera, and saw the damage to the bladder wall. There was no cure for this, so the urologist asked to see the patient again after 6 weeks. Meanwhile, this had happened, and the patient¿s bladder wall was cured. It was unknown how the patient's bladder wall was cured.